Manufacturer narrative:
The customer's test strips were returned for investigation and tested with a retention meter, retention battery, and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 42 mg/dl, 43 mg/dl, 42 mg/dl, level 2: 294 mg/dl, 295 mg/dl, 293 mg/dl. All results are within acceptable ranges. No information was provided that would point to a cause for the result discrepancy. Some of the drugs taken by the patient were tested with accu-chek inform ii strips and they do not interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). At 11:47 a.m., the patient was tested on the meter and the result was 448 mg/dl. At 11:49 a.m., the patient was tested on the meter and the result was 175 mg/dl. The customer believed the 175 mg/dl value to be correct and the result of 448 mg/dl was not believed to be accurate. For each measurement, a different fingerstick was used from a different hand. The patient had no serious injuries or illnesses as a result of the measurement. No adverse event was alleged. Controls were tested on the meter within 24 hours and the controls passed. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.